Event description:
It was reported that lead impedance had slowly increased. He doctor was considering whether or not to reuse the lead, at this time the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.